Event description:
In 2008 a surgeon placed bard mesh lot 43dpd019 ((B)(4)) on my right side to fix a incisional hernia. I had quite a bit of pain off and on and was brought in for a CT, they found a recurrence in the same location. So in (B)(6) 2009 I went back in to have it repaired, when opened they found the mesh had failed and was rolled into a ball. Nobody told me it was a defect or that it could be a problem. The tissue on that side had adhesions removed, but since have had 3 occurrences in same spot the tissue is not healing. Same pt as mw5042924.